Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultra meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. In (B)(6) 2010 the patient noted the reported meter was giving the error message error 2 when the power button was pressed; he was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue, and continued to take his set doses of insulin. On (B)(6) 2010 the patient did not feel well, and took himself to the emergency room. The patient's blood glucose level was tested to be "high", specific result unknown. The patient was treated with insulin. The meter, test strips and control solution were replaced. The patient allegedly became hyperglycemic after he was unable to test his blood glucose levels due to the meter issue, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k062195.